Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in ECG c. The short was fixed. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unk, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
The territory manager (tm) of a male patient contacted lifecor customer support to report that he could not baseline the patient. The tm gave baselined the patient with a replacement electrode belt.